Manufacturer narrative:
(B)(4).

Event description:
The customer reported that on (B)(6) 2015, the patient came into the hospital and stated that there were intermittent alarms on freedom driver (B)(4). The customer also reported that a few days prior to the event, a clinical engineer had lengthened the tah-t left cannula to even the length with the right cannula. The customer also reported that the patient was subsequently switched to the backup freedom driver. There was no reported adverse patient impact. The customer also reported that driver (B)(4) was kept as a backup driver but now the patient would prefer to have a different freedom driver as a backup since freedom driver (B)(4) had previously had intermittent alarms. This alleged failure mode poses a low risk to the patient because although the freedom driver exhibited intermittent fault alarms, the freedom driver continued to perform its life-sustaining functions. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR.